Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to the implant attempt, the physician had difficulty advancing the guidewire within the lead. The lead was not used. Another lead was successfully implanted.